Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in storage at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail latch was stuck. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician lubricated the side rail latch to resolve the issue. Based on this info, no further action is required.